Event description:
It was reported to boston scientific corporation that a ultraflex tracheobronchial stent was used during a stent placement for an occluded airway performed on (B)(6) 2012. According to the complainant, during the procedure, the stent did not fully expand and appeared ''bunched up'' when viewed in the airway. The patient's anatomy was reported as tortuous. The stent was removed by pulling on the distal suture. The procedure was completed with a different fully covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.